Event description:
Customer reported a display issue with their precision xtra meter. Customer also reported experiencing symptoms of "coldness and hotness in her body" and ate food and drank soda to counteract her symptoms. Customer reported going to a healthcare facility where she was being diagnosed with severe hypoglycemia and treated with intravenous solution. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: there is no remedial action or correction initiated for this issue.